Manufacturer narrative:
Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. DHR review was conducted for the radio frequency controller (rfc). The device was released meeting all qa specifications. No relationship can be established to the reported complaint. Expiration date of rfc - na. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used.

Event description:
User facility reported that following an unsuccessful cavity integrity assessment (cia) test a novasure (ns) procedure was abandoned. Following removal of the disposable ns device the physician performed a hysteroscopy and confirmed a uterine perforation. During follow-up in late 2008, the physician reported the patient was admitted to the hospital following the procedure. He reported no treatment was needed and the patient was discharged the next day, two days prior. The physician reported the patient "is fine". During follow-up in early 2009, the physician reported a pre-novasure hysteroscopy and a sounding, done with a metal sound (not a hologic device), were performed. It is not known when this perforation occurred or what instrument may have been the cause.